Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified through alarm history review, accuracy test and plunger lever status check. The probable cause was a defective plunger head printed circuit board (pcb) and plunger cable. The plunger head pcb and plunger cable were replaced to resolve the reported issue. The device was recalibrated and thereafter passed all performance verification testing.

Event description:
It was reported that the pump syringe plunger is not in place. There was unknown reported patient involvement.